Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up with device that was post-paced t-wave oversensing. The patient did not receive therapy. It was recommended to reprogram the device.